Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported unexpected high blood glucose values of 25 ¿ 27 mmol/l with ketoacidosis and symptoms of ravings, convulsions, vomiting, and mouth dryness. The patient was admitted to the intensive care unit in hospital and was treated with insulin pens.